Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt. The blood glucose reading was 215 mg/dl. No significant events leading to the keypad issues were observed. The customer noted that the weather was very humid. Advised replacement of the insulin pump. Nothing further reported.